Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: we assess this complaint to be justified. Corrective measures regarding blockage caused by gluying have been initiated and are documented under CAPA 001387. Corrective measures regarding blockage caused by other defects than gluying have been initiated and are documented under CAPA 001475.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. We detected no damages or other deviations. In as-received condition the white clamp was closed and the patient end connector was open; the original wing cap was not handed over. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump (opening the white clamp) and waiting for 60 minutes the pump did not work (solution was not running). Leakages were not detected at the sample. The inspected sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (B)(4): no infusion. Drug: 5fu.